Manufacturer narrative:
Article citation: "evaluation of complication rates after breast surgery using acellular dermal matrix: median follow-up of three years"; felix j. Paprottka, nicco krezdorn, heiko sorg, sören könneker, stiliano bontikous, ian robertson, christopher l. Schlett, nils-kristian dohse, and detlev hebebrand; plastic surgery international; vol. 2017; 9 pages; 12/jun/2017. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity.

Event description:
In the article "evaluation of complication rates after breast surgery using acellular dermal matrix: median follow-up of three years" the authors report ¿one patient required ultrasound guided drainage of a seroma after two months.¿ device remains implanted.